Manufacturer narrative:
(B)(4). Information was not provided by the user facility. Evaluation summary: the analysis results found that the instrument fired, cut, and formed all the staples without any difficulties, when tested with a test cartridge. In addition, the staples were noted to have a proper b-formation. The batch records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the device delivered malformed staples. It was not reported how the case was completed. There was no reported patient consequence.